Event description:
It was reported pt stated catheter kinked. Pt indicated this was confirmed by her physician and that he would like to do a revision. The pt had an appointment on (B)(6) 2010 with physician. At the time of this report, no further details were reported. Additional information will be provided when it becomes available.

Manufacturer narrative:
(B)(4).